Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, there is a possibility that the user understanding may have differed from olympus recommendation in device handling and/or reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope was reprocessed with acetyl that was over 30 days old. There were no reports of patient involvement.

Event description:
It was reported the colonovideoscope was reprocessed with acetyl that was over 30 days old. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.